Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10 UDI # (B)(4). The device was returned for evaluation. Investigation showed that the lock had rotational and lateral movement and a residue buildup, the index knob and lock had worn out internal components, the large starburst threads are worn, and the set screw in the swivel base was too tight. The DHR documentation showed no abnormalities related to the reported failure. Complaint was unconfirmed, as the slippage could not be duplicated. However, multiple worn out components were repaired or replaced and the product was given general maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This is linked to mfg report number 3004608878-2020-00203.

Event description:
This is 1 of 2 reports. A customer reported that the pressure bolts of the a1059 mayfield modified skull clamp were not holding. There was no known patient injury or delay in surgery.